Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the emergency medical service was dispatched due to low blood glucose level on (B)(6) 2020. Customer was in the coma due to low blood glucose level. Customer's blood glucose level was 23 mg/dl. Customer was treated with shots. Customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6), 2020 the customer was hospitalized for low bg's. The customer stated the sensor did not read correctly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The insulin pump communicated properly with the guardian link 3 and the test plug. After calibration was completed, the test bg value was properly listed on the insulin pump screen. No communication anomaly or calibration anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, broken belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. After calibration was completed, the test bg value was properly listed on the insulin pump screen. No communication anomaly or calibration anomaly noted. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.